Event description:
It was reported that prior to an angioplasty procedure, it was found that the balloon protective sleeve allegedly could not be removed and could not be used. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long otw pta catheter products that are cleared in the us. The pro code and 510 k number for the savvy long otw pta catheter products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the bantam device was returned for evaluation. The sleeve was removed from the balloon with difficulty. Slight damage was noted at the sleeve proximal end. User handling may have been responsible for this during the attempted sleeve removal. The inner diameter of the sleeve was measured and complied to specifications. A break was confirmed at the balloon taper point and the catheter shaft. The distance between the outer shaft break and balloon break points measured 62mm. The inner was stretched within the 62mm long break section. The proximal bond was intact and not damaged. The balloon was also bunched in four sections. Slight damage was noted at the sleeve proximal end. User handling may have been responsible for this during the attempted sleeve removal. One photo was also provided for review. It appeared that the shaft was not connected to the balloon, the inner lumen was exposed and likely stretched. Therefore, the result of the investigation is confirmed for the reported balloon sleeve removal issue. The root cause for the reported balloon sleeve removal issue could not be determined based upon available information, device evaluation, and photo review. Labeling review: the instructions for use for this bantam otw device was reviewed and the following sections are applicable. Balloon characteristics individual compliance charts are provided on the package label of each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The bantam balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the bantam pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications: none known. Warnings: ¿ contents supplied sterile using ethylene oxide. Non-pyrogenic. Do not reuse, reprocess or resterilize. ¿ reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Reusing this medical device bears the risk of cross-patient contamination as medical devices particularly those with long and small lumina, joints, and/or crevices between components are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. ¿ visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. ¿ use the catheter prior to the use by date specified on the package. Precautions: ¿ carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. ¿ proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Storage: store in a cool, dark, dry place. Use the catheter prior to the use by date specified on the package. Directions for use: inspection and preparation: ¿ remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.